Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04210 / 04211).

Event description:
Legal counsel for the patient reported that the patient underwent a right shoulder revision approximately 29 days post-implantation due to an alleged failed shoulder implant and allegations of increased pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant products: biomet comprehensive shoulder system humeral fracture stem: catalog #:12-113562, lot#:012980. Biomet comprehensive reverse shoulder glenosphere baseplate: catalog#:115330, lot#: 507240. Comprehensive central screw: catalog#115395, lot#: 366030. Comprehensive lock screw: catalog#: 180550, lot#: 429450. Comprehensive lock screw: catalog#: 180551, lot#:452420. Comprehensive lock screw: catalog#:180554, lot#:028240. Comprehensive lock screw: catalog#:180555, lot#:452560. Cobalt bone cement: catalog#:402439, lot#:472300. Cobalt bone cement: catalog#:402439, lot#:937030. Cable sleeve: catalog#:120005, lot#:448190. Troch cable: catalog#:120002, lot#:386410. Cable sleeve: catalog#:120005, lot#:448190. Troch cable: catalog#:120002, lot#:607700. Cable sleeve: catalog#:120005, lot#:515810. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2016-04210/ 0001825034-2017-00871/ 0001825034-2017-00874/ 0001825034-2017-00875).

Event description:
Legal counsel for the patient reported that the patient experienced implant failure 27 days post-operatively, as the patient¿s implanted right shoulder was noted to have dropped lower than the patient¿s left shoulder. Subsequently, the patient underwent a right shoulder revision procedure 29 days post-implantation due to the alleged failed shoulder implant and allegations of increased pain. It is further alleged that the device was contra-indicated and inadequate for the patient¿s condition and that the device was malpositioned. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.